Event description:
An initial report of patient hospitalization was received by united therapeutics on 01-feb-2023 and forwarded to millyard advanced medical products, llc on 02-feb-2023. The patient reported receiving an alarm on her remote. Troubleshooting was unsuccessful, and she was also unable to turn on her back-up remote. The patient went to the hospital to continue receiving remodulin therapy. No side effects or adverse events were reported. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed (B)(6) 2023 (report number 3016798778-2023-00007). Additional information was received by millyard advanced medical products, llc on (B)(6)2023 by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Investigation of the returned materials confirms logs pulled from remote (B)(6) and pump (B)(6) show a pump error alarm after generating several excessive noise attention alarms. The pump error alarm is most likely related to the excessive noise, which inhibited the ability of the avs to properly measure. The system also generated cassette error alarms, which were also likely due to the issue with avs measurement. During investigation, no issues were found with the returned materials and the system delivered without errors under normal conditions. No cassettes were returned, so no further investigation is possible.